Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices, can lead to erroneous results. While there is insufficient information to determine the cause of the false positive hbsag result, hsc cannot rule out pre-analytical factors or sample issue. The cause of the discordant, false positive hepatitis b surface antigen is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), who questioned it. The same sample was tested on the same advia centaur xp instrument, resulting (B)(6). A confirmatory test was performed and resulted (B)(6). A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6).